Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Customer reported receiving alerts every 5 minutes on minimed app. We informed helpline that the app alerts based on alert settings on pump. If the blood sugar is low or high, you get some repeat alerts until it is corrected. Based on application logs, we couldn't conclude any issue with minimed app. Most likely customer has incorrect alert settings on the pump. Issue is unknown. We also requested below information to troubleshoot further. Is customer also receiving alerts every 5 minutes on their pump? What kind of alert is it? Is it for blood sugar level or something else? Does customer has cp app installed on their phone and are they following any other patient or themselves? However, we have not received any further updates and hence we are closing the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with receiving the audible notification on application every 5 minutes, whenever the sensor value was changed. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was partially performed and it was unable to resolved with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101.